Event description:
In november 2002, the pt experienced dyspnea and acute pulmonary edema. Echocardiogram demonstrated "severe" aortic valve incompetence. The valve was explanted and replaced with a 23mm sjm regent valve.